Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance on the right ventricular (rv) lead. No changes or interventions were performed. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, g3, h1, h2, h6.